Manufacturer narrative:
Additional documentation regarding the patient's discharge diagnosis was received from the hospital. At discharge the patient was noted to have: right lower lobe pneumonia. 2. Acute on chronic chf. Aortic stenosis. Cerebrovascular accident (cva). Status post transcatheter aortic valve replacement. The patient's discharge documents indicate that during her hospital stay the patient had a cva. Additionally she experienced prolonged ventilation with respiratory failure, c-diff colitis, anemia, acute on chronic kidney disease, failure to thrive. The patient was hospitalized and after stabilization was transferred to restorative care for ongoing treatment. All her medications were continued; however, she was made a do not resuscitate upon admission to the restorative care unit. The patient continued to have 'failure to thrive' and over a number of days deteriorated and palliative care was consulted. The patient expired 18 days post the tavr procedure. Per the instructions for use for the edwards sapien valve, stroke, cerebral vascular accident and transient ischemic attacks, are well known complications associated with the transcatheter heart valve procedure. Major risk factors include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In addition, the ifus indicate that chf is a potential adverse event associated with the tavr procedure and the use of bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. In this case, the patient had multiple conditions at the time of her death, including chf, ckd, c-diff colitis, and cva. In addition to the procedure itself this elderly female has multiple significant co-morbidities such as, htn, cad, prior angioplasty, chf, and atrial fibrillation. All of these factors could have caused or contributed to the patient's adverse events at the time of her death. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
According to the operative report the patient experienced a left ventricle (lv) perforation during the tavr procedure. This event was captured, investigated and an MDR was submitted under FDA report number: 2015691-2012-18598. The patient was placed on cpb and the perforation was repaired. This patient experienced a series of adverse events post tavr procedure. The patient was noted to have respiratory failure, atrial fibrillation, cerebrovascular accident, chronic kidney disease, and cdiff colitis infection. The most recent echo imaging showed normal functioning bioprosthetic valve with no evidence of aortic regurgitation. The patient was not discharged and was transferred to restorative care 9 days s/p atvr procedure. At the time of the patient's death the patient was noted to have cdiff infection. The exact cause of death is not available at this time. However, this elderly female experienced several adverse events which could have caused or contributed to her death. The available echo reports indicate a well functioning valve. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required. Should additional information be received, this case will be reopened and investigated.

Event description:
As reported via the patient registry, 17 days s/p transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient expired.